Event description:
A report was received that the patient underwent a pocket revision procedure due to discomfort at the battery site. The physician made the battery site deeper. Nothing was implanted or explanted. The patient is reportedly doing well.